Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 80% stenosed lesion being treated was located in the severely calcified mid right coronary artery (rca). The lesion was pre-dilated with an unknown 3.5mm balloon. The physician attempted to place a 4.0x32 mm veriflex stent but was not able to cross the lesion. Upon removal flaring to the proximal edge of the stent was noted. The procedure was completed with a different device. No patient complications were reported and patient status is fine.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 80% stenosed lesion being treated was located in the severely calcified mid right coronary artery (rca). The lesion was pre-dilated with an unknown 3.5mm balloon. The physician attempted to place a 4.0x32 mm veriflex stent but was not able to cross the lesion. Upon removal flaring to the proximal edge of the stent was noted. The procedure was completed with a different device. No patient complications were reported and patient status is fine.

Manufacturer narrative:
Device evaluated by manufacturer - the liberte/veriflex device was received in an inner packaging pouch and shelf box bearing the same manufacturing batch number as the number on the hub of the device. There was blood in the wire lumen and contrast on the balloon and distal shaft. The stent was centered between the marker bands on the tightly folded balloon. Three struts in the first proximal row of stent struts were flared and bent. There was no other damage to the stent or the stent delivery system. The device met specification for maximum od. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. (B)(4).

Manufacturer narrative:
(B)(4).